Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported the patient had a cp for the high-risk cardiac procedure. The pump supported for the pci but was explanted after just 24 hours with an access site ooze and hematoma treated by femostop and dressing with manual hold. The ooze was from pump damage observed by team. The patient was successfully weaned.

Manufacturer narrative:
B.1 product problem was selected incorrectly on the initial report that was submitted. B.7 added information that was inadvertently omitted from the initial report that was submitted. E.1 added initial reporter phone number as it was inadvertently omitted from the initial report that was submitted. E.4 added selection as it was inadvertently omitted from the initial report that was submitted. G.1 manufacturing site name should of been left blank on the initial report that was submitted. H.6 medical device problem code (a0404) was reported incorrectly on the initial report that was reported. Investigation summary: access site adverse event/hematoma: clinical details noted oozing from the impella site and hematoma. The cause of the issue was not determined as limited clinical information was provided and device was not returned. Device history review: the pump passed all post sterile inspection checks.